Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right-side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: crease fold, wear abrasion, white particles inner the device and opening on posterior. Leak test and microscopic analysis was performed which identified: crease sharp opening on posterior and striated opening on posterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: opening crease sharp on posterior assessed as fold flaw opening striated opening assessed as surgical damage.

Event description:
Device has been explanted and replaced.